Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Semfg date: the initial medwatch report indicates:  10/30/2014. The initial medwatch report should indicate:  10/30/2015.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it was not completing a power on cycle.